Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad of the subject device was worn. The probe was broken off at 16 mm from the distal end. There was scratch around the broken point of the probe and the coating for electric insulation of the probe was partially missing around the scratch. The fracture surface of the probe showed that crack developed. The coating for electric insulation of the probe was partially missing. The device history record was reviewed and found no irregularities. Based on the past similar cases, it was known that the probe was cracked and the coating for electric insulation of the probe was damaged when the user activated output contacting with metal or something hard object such as metal clips, stapler, or other instruments, besides the probe was broken off when the probe was subjected to a load. And also, based on the past similar cases, it was known that the coating for electric insulation of the probe was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual as follows. Do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.

Event description:
During a procedure of lower digestive tract, the subject device was used. In the procedure, probe damage error (u504 error) occurred. The user withdrew the subject device from the patient body. The probe of the subject device was broken when conducting probe check three times. The intended procedure was completed with another device. There was no patient injury reported. As a result of evaluation for the subject device, olympus medical systems corp. (Omsc) found that the coating for electric insulation of the probe was partially missing. This is the report regarding the breakage of the probe and the missing of the probe coating.